Event description:
It was reported that the pump usb port was damaged resulting in difficulties charging the pump. Additionally, it was reported that the pump battery was depleting quickly resulting in the pump shutting off. Customer's continuous glucose monitor read "high", however, specific blood glucose (bg) value was not provided. A correction bolus via the pump was delivered to address bg. The customer continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.